Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion set. The infusion device was displaying an e-4 occlusion error message prior to the event. The occlusion was within the infusion set tubing. The patient was vomiting and went to the emergency room. The blood glucose result was in the "300's mg/dl" range at the hospital. The patient was treated with insulin via IV drip. The patient was supposed to be released from the hospital on (B)(6) 2017. The infusion set lot number was not provided. The infusion set was requested to be returned for product evaluation.